Event description:
During evaluation of a returned light sensitive drug set, a ¿cut on tube¿ was noted. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed, and a cut on the top side of the coiled set was observed. An underwater leak test was performed, and a leak from the tube at the location of the cut was observed. The reported condition was verified. The cause of the condition was determined to be the sharp edges present in the assembly station. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.